Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached from the jaw of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.